Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was not possible to identify the root cause of the reported malfunction, however, it is presumed that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the distal end plastic cover is burnt. There was no patient involvement.